Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy mechanics procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a 2cm stone. However, the handle cannula broke and the basket failed to close completely to crush the stone. With an upward and downward motion, the basket was able to release the stone. The trapezoid basket was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.